Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:evaluation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported pump display is very dim; this has happened gradually. The patient stated she cannot see the display at all in the sunlight and extremely difficult to see inside. The patient has changed battery since then, adjusted the contrast, and issue remains. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.